Event description:
The customer reported that while the unit was in use on a pt during transport, the unit's safety disk fell off. The customer re-installed the safety disk. Therapy was continued. No pt injury was reported.